Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury. This product will be mentioned on MFR number.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the device was not working properly/tearing skin, internal piece that rotates the cutter was not rotating, the combs were bending, pins were very hard to open. The event occurred during surgery. There was no harm and there was a delay to get new mesher and more cadaver skin. No additional adverse events were reported as a result of this malfunction.